Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(6), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(6) 2013 with the following findings: the test strips failed testing. When tested with control solution an error 4 and strip fill problem observed with no cause unidentified if lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/11/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/29/2013 and 7/3/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown and 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (6/15/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 5/29/2013 and 6/3/2013, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were found to reproduce an error 4 message. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.